Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/12/2015 with the following findings: during investigation, the complaint of a dim, fading, color spectrum display issue was not duplicated. The pump was powered on with a fully illuminated display with no visible signs of fading or discoloration. The pump case was removed and there was no evidence of moisture contamination or loose components found inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.